Manufacturer narrative:
Unfortunately, there was no logfile available for investigation. The hospital did not involve the local dräger s&s organization into inspection of the device and potential repair measures as it was stated to be repaired by inhouse technician. There was no further information provided. Thus, a case-specific evaluation is thus not possible and the root cause for the reported vent fail could not be determined. Dräger concludes the following: the reported ventilator malfunction can neither be confirmed nor denied - based on experience, users will often perceive the effects of a large leakage in the patient circuit as a stop of ventilation. Given that indeed a shutdown of automatic ventilation has occurred, this is not necessarily related to a technical issue with the device - the system may also force a shut-down of automatic ventilation to protect the patient from potentially hazardous output. For example, such condition may occur when the patient is being re-positioned, pressure applied to the chest may result in a fast and significant rise in airway pressure when the ventilator applies a piston hub within this moment. It is not possible to divide between all imaginable scenarios due to lack of information. A ventilator shutdown is always accompanied by a corresponding alarm. Manual ventilation with the built-in breathing bag is always possible, even in switch-off state. H3 other text : device not available for investigation, 3rd party service

Event description:
It was reported that the ventilator failed during use. Further information was not available. There was no patient injury reported.